Manufacturer narrative:
The insulin pump passed self test and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. Analysis was unable to confirm compromised force sensor system alarm and unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker, address/serial number label missing and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional¿s instruction. The insulin pump was returned for analysis.